Event description:
It was reported that during a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was selected to treat the lesion however the balloon ruptured.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Magnified inspection revealed a pinhole in the balloon wall aligned with the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The analysis results are consistent with the reported defective balloon. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was selected to treat the lesion however the balloon ruptured.